Event description:
At follow-up, non sustained oversensing was observed. Noise was not reproduced via arm movements. Lead damage suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.